Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a malfunction alarm. In addition, the customer received an alarm prompting the customer to remove and replace the cartridge. Customer was unable to verify the alarm number received due to the malfunction alarm that occurred. Customer reverted to insulin pens for insulin therapy. Customer had elevated blood glucose (bg) levels (401 mg/dl). Customer addressed elevated bg levels with insulin pens.